Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen."the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the cartridge alarm initially occurred when the contact removed the cartridge prior to the on-screen instructions. However, the alarm reoccurred when the on-screen instructions were followed. Reportedly, the customer's blood glucose level was in the upper 200's (mg/dl). It was confirmed that the customer had manual insulin injections available for diabetes management.